Manufacturer narrative:
Device passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, self test and displacement accuracy test. No delivery alarm/occlusion - unknown timing not confirmed. No keypad anomalies noted during testing. Keypad unresponsive/button error alarm not confirmed. Rewind anomaly not confirmed.(B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose as well as low blood glucose. The customer¿s blood glucose level was 58 mg/dl as a low blood glucose and 400 mg/dl as a high blood glucose. Customer also stated that the buttons were hard to press and sticking and also not responding to the first time pressed. The device will not be returned for analysis.